Manufacturer narrative:
Urinary retention was present immediately after the device implant procedure. With the intervention of catheterization, the patient's urinary retention was resolved within 2 days. (B)(4).

Event description:
Urinary retention in a proact patient. Patient was treated with a foley catheter and urinary retention was resolved with no residual effects.